Event description:
While surgeon using instrument to cross clamp the aorta, cable in instrument broke and small pieces (beads) dispersed in multiple directions. Staff unsure of location of all beads. Instrument immediately removed from field. Field and cavity searched. X-ray obtained prior to closure to ensure no beads from broken instrument were inside chest cavity. X-ray for foreign body performed. Results read, no foreign body detected.